Event description:
It was reported that on (B)(6) 2021, the patient underwent scoliosis surgery using the expedium verse system. During the final tightening, the inner part of the correction keys kept stripping. The stripped correction keys were removed and replaced with unitized set screws. Procedure was completed successfully with twenty-five(25) minutes of surgical delay and no fragments were generated. No patient consequences. Concomitant device reported. Verse x25 inserter/tightener (part# 299704230, lot# unknown, qty 3). This report is for (1) expedium verse spine system inserter/tightener x25. This report is 14 of 16 for (B)(4).

Manufacturer narrative:
The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the receiving inspection (ri) for the verse x25 inserter was conducted identifying that lot number gm4925201 was released in a single batch. Batch1: lot qty of (B)(4) units was released on june 9, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this instrument that could have contributed to the problem reported by the customer. Visual inspection: the verse x25 inserter/tightener (part# 299704230, lot# gm4925201, qty 1) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device (hexlobe drive feature) was stripped. The stripped condition of the tip would render the device inoperable. The damage was consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition was consistent with the complaint condition thus the complaint was confirmed. Conclusion: the complaint was confirmed during the investigation. After a visual inspection, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.